Manufacturer narrative:
Device is a combination product. (B)(4). A promus element mr ous 3.00 x 38mm stent delivery system (sd was returned for analysis. A visual examination of the stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 344mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft got broken upon pushing forward. The device was completely removed as a whole all together and the procedure was completed with a new stent. No patient complications were reported and the patient's status was stable.